Event description:
Customer claimed that telemon did not capture heart rhythm while being monitored by a telemetry pak.

Manufacturer narrative:
The pt was on a dialysis unit being monitored on the telemon. When a leads off condition occurred, the monitor technician called the dialysis unit to inform them of the situation. The pts leads were not re-applied for some time and when they were, the extreme bradycardia was noted. The pt was coded and ultimately expired.